Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated there was a pr logic detection. In episode #38, pr logic failed to withhold a 1:1 sinus tachycardia. This is due to the sinus tachycardia being of sudden onset that pr logic cannot withhold before detection occurs. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to a failing of the device pr-logic algorithm. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.